Event description:
It was reported that a patient had a d6 error code with call your doctor symbol on their patient programmer (pp). It was reported that most likely the code was misread and that it was a 006 code for pressing too many buttons at once. It was also reported that the patient was not feeling stimulation. Troubleshooting by the manufacturer's representative was limited due to lack of access to the product and/or patient at the time of report. It was reported that the patient was also having problems with the adaptive stim learning feature. It was reported that the device was not memorizing the changes the patient made with the pp. The reporter stated that she believed more education was needed on the memorizing feature and that the patient must not be waiting long enough for it to learn. The manufacturer's representative was planning to investigate the issue further. The manufacturer's representative was later able to assist the patient, but she spoke to the patient only on the phone so she was not able to run any reports or check the patient's adaptive stim levels. It was reported that the patient's pain changes so much throughout the day that the patient tends to make a lot of adjustments with his programmer, which was more difficult for him to do with adaptive stim turned on. The patient decided to turn adaptive stim off during the day and to just have it on at night while he sleeps. The patient was advised to make an appointment if this did not help him. It was later reported that the patient was not getting adaptive stim to work after the three minutes. The patient was sitting at a chair after adjusting; he stayed in that position and "the amplitude shot back up to initial voltage (upright)". Using the physician programmer to "check position" was discussed, or having the patient check with the pp as the transition should also appear on the pp. It was reported that the patient was having a difficult time with the learning. It was also reported that the patient does require many different amplitudes except for laying. The manufacturer's representative suggested that the patient only use adaptive stim at night. It was reported that the manufacturer's representative speaks frequently with the patient regarding the adaptive stim. It was advised that the patient should also call the manufacturer's patient and technical services when the patient is having the issue. It was reported that the patient had an appointment scheduled in august with the manufacturer's representative, who would verify positions at that time and otherwise will speak with the patient about "transition zones" times and checking". It was reported that the manufacturer's representative later talked to the patient on the phone and explained about the transition zones. The patient was advised to try to sit at his desk over the weekend where he was when this was happening and to see if it was possible that after he made an amplitude change if he was possibly moving into a transition zone, which was not a learning zone, and therefore, the amplitude change would not be "remembered". The manufacturer's representative was waiting for the patient to call her back to let her know his findings. It was reported that the patient called the manufacturer's representative again. The patient was able to get his battery to "memorize" the adjustment if he stayed very still for the 3 min. The patient had an appointment scheduled with the physician on aug 16 to discuss lowering the leads. It was reported that the stim was "too much in his ribs". It was later reported that the patient was an engineer and had one question about the mobility rate and learning mode. The manufacturer's representative was in the process of consulting an engineer. It was reported that the patient used a really high voltage for lying back setting to keep him from snoring. It was discussed that the ramping up and ramping down was a normal function of the device and the patient's settings and that they decreased the transition time to make it happen immediately so they are not being stimulated at the higher voltage for 20 seconds to meet transition time. It was later reported that some parameters had been changed and that the patient was "doing very well" with the battery and adaptive stim now. However, it was also reported that there were some stimulation/therapy issues surrounding the implanted leads and that the stimulation was in the wrong location. It was reported that stimulation occurred in the ribs along with the back and legs, but the patient could not turn up stim strong enough to relieve pain without getting uncomfortable stim in the ribs. The patient's status at the time of that report was alive with no injury/no adverse event. It was reported that reprogramming occurred but no other action had been taken, yet. It was reported that they were unable to reprogram to get the desired stimulation and that a revision of the leads was the plan. It was later reported that the patient was still waiting on a revision of the leads by the physician. Later follow up found that the patient had not been rescheduled yet. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).